Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, there were ink blots that covered the graphics and text on the screen. The customer's blood glucose was not impacted. The customer continued to use the pump for insulin therapy.